Event description:
It was reported that after a successful peripheral transluminal angioplasty procedure, the physician experienced difficulty removing the catheter. The catheter separated and a portion of the catheter shaft and tip remained in the patient. All pieces were retrieved without incident. The patient status is listed as "okay".